Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stoppage was confirmed based on the information recorded in the provided event log file. The event log file contained data recorded from march 7 to march 12, 2020. The information captured in the log file revealed normal operation until march 10 when at 13:20 there were low pump current, com a and com b faults recorded. The speed decreased to 0 rpm and the system activated low flow and lvad off alarms. The system resumed operation at appropriate speeds with baseline parameters. The system continued to operate at the low speed settings with a lvad internal fault alarm associated with (B)(4). The transient pump stoppage captured in the log file appeared consisted with an electrostatic discharge (esd) event; however a specific cause for the lvad internal fault could not be conclusively determined through this evaluation or correlated to an issue with the system controller. The system controller serial number (B)(6) was not returned for evaluation. Per the provided additional information the patient was placed on his backup controller and everything reset. The replaced controller will now be the patient¿s new backup controller and will not be returned for evaluation. Heartmate 3 lvas IFU is currently available. This IFU contains the following information: in section 3, ¿powering the system¿, under ¿using the mobile power unit¿, the IFU warns that ¿high levels of static electricity may damage or harm the system and may cause the pump to stop. When not sleeping or resting, it is recommended that the patient use battery power instead of the mobile power unit to power the system. Using battery power can reduce the risk of system damage from high levels of static electricity.¿ in section 6, ¿patient care and management¿ under ¿postoperative patient care¿, the IFU warns that ¿high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular device to stop. In the hospital environment, maintaining a relative humidity level of at least 20% is acceptable. The risk for electrostatic discharge (esd) events is increased below 20% relative humidity. Avoid activities that may cause static electricity and discharge any buildup by touching a metal surface before handling lvas components.¿ in section 6, ¿patient care and management¿ under ¿electrostatic discharge¿, the IFU provides information about esd, advises the patient to avoid activities that may cause static electricity, and to reduce static electricity with products such as a humidifier, dryer sheets, anti-static spray, skin moisturizer, and cotton fabrics. The safety testing and classification tables in section c of the IFU include electrostatic discharge information. Section 7, "alarms and troubleshooting" describes all alarm conditions, including the lvad fault advisory, as well as the appropriate actions associated with them. The current heartmate 3 lvas patient handbook contains the following information: in section 1, under ¿general warnings¿ the user is warned that high levels of static electricity may damage or harm the system and may cause the pump to stop. Additionally, users are recommended to use battery power before doing activities that can cause static electricity. Section 4, "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to use cotton fabrics and a humidifier when possible. It is recommended that the user utilizes battery power when not sleeping or resting to reduce the risk of system damage from high levels of static electricity. Section 5, "alarms and troubleshooting" outlines all system controller alarms, including the lvad fault advisory, as well as how to respond to each alarm condition. This document also states to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check equipment and order replacements, if needed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The log file analysis found that were was some type of communication issue between the pump and the controller after the esd event. The controller was exchanged. The exchange resolved the issue. No further information was provided.